Event description:
It was reported to philips that the table and arc movement failed continuously on an allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service formatted the pc, reloaded the software, and verified geometry adjustments. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).